Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed calcium (ca) results were obtained on three (3) patient samples on the atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed calcium (ca) results were obtained on three (3) patient samples on the atellica ch 930 analyzer. The initial results were reported to the physician(s) but not questioned. The same samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca results.

Manufacturer narrative:
Siemens filed initial on 11-mar-2026. Additional information (08-apr-2026): siemens healthcare diagnostics has concluded the investigation of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse reviewed the instrument error logs and observed multiple occurrences of reagent 1 (r1) probe errors. The cse performed alignments on the r1 probe and made slight adjustments. The cse also auto-aligned the reagent 2 (r2) probe with no issue observed. The cse verified instrument performance post-service by running ca precision studies using quality control (qc) material, and all results were acceptable. Siemens further evaluated the event and determined that the instrument malfunction potentially contributed to the falsely depressed ca results. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.